Event description:
A physician reported that the advisory 158 and 188 was displayed and irrigation was not coming through tubing during cataract surgery. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).